Event description:
Ous MDR - it was reported that the pacemaker could not be interrogated about 5 months after the implantation. The device was explanted and returned for analysis. It was reported that the patient was dizzy.

Manufacturer narrative:
After its receipt, the pacemaker underwent an electrical incoming goods inspection. In agreement with the clinical complaint, an initial interrogation was not possible. The pacemaker was thoroughly analyzed. The analysis showed that a special memory section, which is needed to establish the telemetry contact between the pacemaker and the programmer, had inconsistent memory content. After the correction of this memory section, the pacemaker could be properly interrogated. In a next step, the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the observed behavior could be reproduced. Further analyses showed that a damaged integrated circuit is the cause of the inconsistent memory content and thus of the clinical incident. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. It can therefore be assumed that the damage occurred only after the delivery of the device. However, it was not possible to determine the exact time based on the available information. In summary, a damaged integrated circuit could be identified as the cause. It led to an inconsistent memory content in a special memory section, which led to the inability to be interrogated and thus to the clinical observation. Please note that the affected memory section only has an impact on the telemetry function of the pacemaker and has no effect on the device's capability to provide therapy. The capability to provide therapy was not compromised at any time.